Event description:
It was reported that patient presented for generator replacement procedure on (B)(6) 2024, the set screw of the pacemaker (pm) was found stripped and the atrial lead failed to be removed from the header. The removal of the pm and atrial lead was not successful. On (B)(6) 2024, the physician elected to break the lead and replaced with a new lead. Additionally, the pm was concurrently replaced with a new pm. The patient was stable throughout the procedure.